Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file reveals no excessive low battery alerts and all recorded low battery alerts (between (B)(6) 2022 and (B)(6) 2024) are spaced more than 1 week apart indicating no low battery life anomaly occurred. No excessive or unusual power/battery-related alarms were noted in the history files. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing. Low bg anomaly is not confirmed. Battery last less than expected anomaly is not confirmed. Moisture damage was found during a visual inspection. The pump history file lists six (6) boluses on the event date, 4/13/2023, listed below: 04/13/2023 02:32:45.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0); normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) 04/13/2023 09:11:23.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1); normalbolusamountprogrammed: 45000 (4.5 u) bolusamountdelivered: 45000 (4.5 u) 04/13/2023 11:59:15.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1); normalbolusamountprogrammed: 18000 (1.8 u) bolusamountdelivered: 18000 (1.8 u) 04/13/2023 12:51:02.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0); normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) 04/13/2023 20:33:33.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0); normalbolusamountprogrammed: 14000 (1.4 u) bolusamountdelivered: 14000 (1.4 u) 04/13/2023 21:41:53.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0); normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u). Please see below for the daily total of all insulin delivered on the event date, 4/13/2023: 04/14/2023 00:00:00.000 dailytotalsg670 (63); dailytotalcollectionstarttime: 04/13/2023 00:00:00.000; dailytotalofallinsulindelivered: 346500 (34.65 u); dailytotalofbasalinsulindelivered: 241500 (24.15 u); dailytotalofbolusinsulindelivered: 105000 (10.5 u). There were no auto suspend events on the event date, 4/13/2023. Please see below for the user suspend on the event date, 4/13/2023: 04/13/2023 06:34:19 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2); 04/13/2023 13:10:45 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value above 39 mg/dl at the time of the event and was treated with glucose/carb intake. Troubleshooting was performed and found pump had less battery life for past few weeks. The customer was using the insulin pump system within 48 hours. The auto mode/smart guard feature was not active at the time of the low blood glucose event. No further patient complications were reported.  It was unknown whether the customer will continue the use of the insulin pump and the device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.